Event description:
This is a report of a home patient (hp) who was hospitalized and subsequently diagnosed with peritonitis manifested by cloudy effluent and stomach pain. Treatment was not reported. The cause of the peritonitis was the hp did not wear a mask. It was unknown at the time of the report if re training had occurred.

Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique is confirmed. The cause was not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The patient was treated with antibiotic medication vancomycin (dose, frequency, and route not reported) for peritonitis. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the patient was started on retraining.